Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 lead 2014 (B)(6); (B)(4) ICD 2014 (B)(6); 5076-52 lead 2001 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room with osteomyelitis and positive blood cultures ((B)(6)). The patient had vegetation on the atrial lead and aortic valve. The implantable cardioverter defibrillator (ICD) and leads were explanted. A temporary right ventricular lead was placed in right jugular and the system was later replaced. No further patient complications have been reported as a result of this event.